Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the light was out due to excessive light guide bundle breakages. In regards to the white residue, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope had no light and white residue in the air/water channel. There were no reports of patient involvement.